Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they thought the new one was going to be at least as easy as the old one but it was not because they were getting the device was not responding message a lot. Agent walked patient through how to connect with the implant. Patient was able to connect and increase the stimulation but they start to feel it uncomfortable, they decided to change to program 2. Patient would maintain stimulation level and would continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirected to doctor if issue persists. Patient mentioned that they would have a follow up appointment (appt) in one month, but if they don't feel comfortable with the stimulation they would schedule an appt sonner. 2025-jun-30 additional information was received from the patient. They reported that they have been having trouble getting the communicator to locate the ins to put the device into MRI mode or make adjustments since implant. Helped caller connect to implant and activate MRI mode. The patient was redirected to their healthcare provider to further address the issue, as they cannot feel the implant under the skin. Caller reports that the physician does not manage patients, they are just an implanter. Emailed physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.